Event description:
The pt had constant pain and achiness at the ins/lead sites. The ins was hitting her ribcage and seemed to have migrated higher in her abdomen. It appeared to flip when the pt bent over. She also experienced shocking/jolting sensations. The pt was in fair condition. Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4).